Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. It was reported the system would not move after a spin. Inspected unit but it was unable to replicate the reported issue. Inspection of the logs did not revealed any error related to what was reported. System checkout completed in accordance with the asm. The system was fully functional and has been returned to the customer. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system was unable to move after a spin. The team was unable to open the gantry. Reboot resolved issue. Cs was also not present at site.(door stuck closed) there was unknown delay and unknown impact on patient involved.